Event description:
During a treatment air was noted below the air detector monitor and no alarm occurred. The treatment was discontinued without injury. The facility states the machine passed the pretreatment testing prior to initiation of the treatment and passed after the treatment was discontinued. The machine was removed from the treatment area and inspected by the MFR. The machine and air detector were found to be operating properly. The machine has been used since without any problems. After further investigation it was learned that this facility had several new dialysis staff and none had previous experience on operating this device. They also had begun using different blood lines the week before.